Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. "It was reported that the procedure was normal until the surgeon removed balloons. Indeed one of the caps used to protect the balloon, which was left on the guide rod, found itself stuck inside the osteointroducer, with the inability to get it and therefore spend a bone filler. The surgeon had to use the same osteointroducer to cement each side of the vertebra to completed the intervention". No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.